Manufacturer narrative:
Unit passed displacement test and self test. Hardware low level failure alarm (variable info=3) confirmed in the pump history due to cold solder joint on u1 keypad assembly. (Pin 6).

Event description:
The customer's family was reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 287, 150, 363, 300 mg/dl. The customer was treated with syringes and pens. The troubleshooting was performed for damage and high blood glucose. The customer reported that they had performed the self test and the test was passed. The customer was neither in emergency, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis.